Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: leaking set. Detailed inquiry description: a chemotherapy infusion with a slow vent valve leak that was able to be stopped by closing the vent. This did cause a chemo spill luckily while still in the chemo bag. Pharmacy had to reprime with new tubing. We are not sure of lot number on this one either. Pharmacy has 4 lot #s on the shelf at the time of this event possible lot numbers: 00vl971782; 0061973658; 0061967792; 0061949932. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One contaminated sample was provided for evaluation. Upon evaluation of the unit, the IV set was observed to be assembled within internal specifications. The set was leak tested with no leakage observed. The reported concern was unable to be confirmed a review of the discrepancy management system (dsms) database was performed for the reported lot numbers and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.